Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge the scs ipg as recommended by the manufacturer. As such, ipg was inoperable. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received identified that the patient stopped charging the ipg since they had health issues. Surgical intervention was undertaken wherein the scs ipg was explanted and replaced on (B)(6) 2018. Reportedly, therapy was restored post-operatively.